Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019 the patient underwent a right cemented total knee arthroplasty to address osteoarthritis, end-stage, right knee, pain, and morbid obesity. Depuy components and cement x1 were utilized and there were no complications noted. The patella was resurfaced. On (B)(6) 2020 the patient underwent a revision right total knee arthroplasty, septic arthrosis, acute, secondary to hematogenous seeding from urinary infection. It was noted that prior to the revision the patient experienced pain, discomfort, and dysfunction. The tibial insert was revised. During the procedure it was noted that the components were well fixed, but the knee contained gross pus. This is captured in (B)(4). On (B)(6) 2020 the patient was receiving intravenous antibiotics status post I&d. Medical records from (B)(6) 2019 note that six weeks post right total knee arthroplasty with wound healing issue. It had delayed healing with draining. Doe: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.